Event description:
A post surgical patient had a foley catheter with temperature sensor in place for 24 hours when the nurse noted there was no urine drainage. The patient felt the need to urinate and urine leaked around the existing catheter port despite having saline filled in the balloon. The catheter was removed and replaced with no further catheter problems experienced for duration of catheterization. No adverse outcome for the patient.